Event description:
It was reported that during the implant procedure both the right ventricular and the left ventricular leads exhibited low impedance. The leads were not used and new leads were implanted successfully. The patient¿s condition was stable during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.